Event description:
After correct placement of the iabp in the descending aorta. The iabp console gave an alarm of no augmentation. The iabp was looked at under fluoroscopy and it showed that the iabp had folded back on itself. A 30cc iabp replaced and folded iabp and iabp worked normally.